Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. The pump had a cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the customer via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 153 mg/dl. During troubleshooting, he stated that the drive support cap appeared to be normal, had not been pressed and that the pump had not been dropped. The customer was advised to disconnect from the insulin pump and to revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The pump was returned and analysis was completed.